Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 01/03/2020. H11. Corrected data: b1. Adverse event or product problem: update section to uncheck. B2. Outcomes attributed to adverse event: update section to uncheck. H1. Type of reportable event: not reportable. H6. Patient codes. Additional information was requested and the following was obtained: what were the indications for the ablation procedure? Liver ablation/ metastatic disease. What was the size of the lesion? Multiple 1-2cm. At what depth was the probe tip located? 4-6 cm. Were any error messages displayed or device issues identified with the second probe? Please describe. Probe temperature is high. When was the burn identified? Intra-op. Where was the burn identified? Peritoneum. What was the degree of the burn? Not severe, minor. Did the patient receive treatment for the burn? If yes, please describe. Not sure. Are photos of the burn or any imaging available? Not to me. What is the current status of the patient? Ok to the best of my knowledge. Upon review of the information provided that the burn was a minor peritoneal burn and no treatment was described, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 01/03/2020. Additional information was requested and the following was obtained: what were the indications for the ablation procedure? Liver ablation/ metastatic disease. What was the size of the lesion? Multiple 1-2cm. At what depth was the probe tip located? 4-6 cm. Were any error messages displayed or device issues identified with the second probe? Please describe. Probe temperature is high. When was the burn identified? Intra-op. Where was the burn identified? Peritoneum. What was the degree of the burn? Not severe, minor. Did the patient receive treatment for the burn? If yes, please describe. Not sure. Are photos of the burn or any imaging available? Not to me. What is the current status of the patient? Ok to the best of my knowledge. Investigation summary: call home was reviewed for system (B)(6) on (B)(6) 2019. This was a liver ablation case with 6 deliveries. A pr20xt, (B)(6), was connected to channel 1. Another pr20xt, (B)(6), was connected to channel 2. Probe 2 tested successfully. Probe 2 ablated for 2:12 at 65w. Ablations were set to 10:00, 65w for both probes. Reflected power errors were seen on both channels (2 errors on probe 2 and 1 error on probe 1). The total ablation time was 6:11 for probe 1 and 5:37 for probe 2. The ablations were restarted and issued reflected power errors after 4:21 for probe 1 and 4:27 for probe 2. The ablations were restarted and issued two reflected power errors after 1:58 for probe 1 and 1:55 for probe 2. The ablations were restarted again and issued reflected power errors after 1:01 for probe 1 and 1:18 for probe 2. The ablations were restarted and issued two reflected power errors after 3:23 for both probes. Both probes and disconnected and this marked the end of the case. Probe (B)(6) (8 uses) was investigated at neuwave. The probe looked ok visually. All functions (test, tissu-loc, and ablate) worked normally, with normal temperatures. In conclusion, reflected power errors were seen in call home. The probe functioned to specifications at neuwave. The root cause of the skin burn is unknown. Lot: ml19054305 was reviewed (in process sn: (B)(6)). There were no problems seen during the manufacturing and testing of this lot.

Manufacturer narrative:
(B)(4). Potential lot #s: ml19054342, ml19014049. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for the ablation procedure? What was the size of the lesion? At what depth was the probe tip located? Were any error messages displayed or device issues identified with the second probe? Please describe. When was the burn identified? Where was the burn identified? What was the degree of the burn? Did the patient receive treatment for the burn? If yes, please describe. Are photos of the burn or any imaging available? What is the current status of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a liver ablation, a probe was opened, tested, used on the patient to perform the ablation but left a patient burn. It was not reported what degree of burn or where the burn occurred, inside the patient or outside the patient. The doctor was able to complete the procedure using the second probe.